Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400's mg/dl. The customer had symptoms such as stomach pain and ketones. Customer treated with 3.0 bolus. Customer declined to troubleshoot for high readings. The customer stated that he was going through puberty but felt it was due to site change that may be clogged or kinked. The product was not returned for analysis.